Event description:
Reportable based on analysis completed on 05nov2014. It was reported that balloon inflation failure occurred. The target lesion was located in the right coronary artery. After advancement of a 0014 unspecified guidewire, a 2.75mm x 12mm liberté¿ stent was advanced to treat the lesion but the balloon failed to inflate. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent impressions. The stent was located on the distal outer .5mm proximal of the proximal balloon cone transition. Microscopic examination and tactile inspection revealed that the exit notch was twisted and kinked. Microscopic examination presented no damage or irregularities in the balloon or bonds of the device. Functional testing was performed by prepping the device with an inflation device filled with water. The device was connected to the inflation port and inflated to rbp (rated burst pressure). The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).